Event description:
Patient reported the blood glucose meter displayed an e57 error during startup. No physiological effects were reported. The blood glucose meter was returned, and a preliminary evaluation found black marks and arc damage to the satellite board and burn marks on the bottom housing. The findings are consistent with damage induced by microwave exposure/esd stress to the blood glucose meter as a result of mishandling. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. Device evaluation is in progress.

Manufacturer narrative:
The returned blood glucose meter was evaluated. The meter powered on with the on/off button and with test strip insertion but displayed an e- 57 error. The investigation unit was unable to recover the internal error code due to the meter displaying the e-57 error when powered on. The protective coating surrounding the meters display screen appears to have been removed. The protective coating peeling off of the housing does not affect the functionality or performance of the meter. Product improvements were put into place to reduce the occurrence of this defect. This type of defect can result in a latent field failure due to the material of the meter housing coming into contact with certain cosmetic chemicals and has been investigated. The risk associated with this failure has been assessed per local procedures and it was determined that no further action towards a CAPA was required. Meter was sent for root cause failure analysis. Root cause failure analysis indicated that the meter displayed e-57 upon powering up. Failure analysis revealed black marks / arc damage to the satellite board and burn marks on bottom housing. Findings are consistent with damage induced by microwave exposure / esd stress to the meter as a result of customer mishandling. Contamination fibers were also found on the pcb, including the satellite board and meter housing. All meters are confirmed for functional testing before being shipped from the manufacturer indicating that the damage observed to the meter was a result of product mishandling by the customer.